Event description:
It was reported that the right ventricular (rv) lead had high impedance and thresholds since the previous device change. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. There was steadily increasing impedance from approximately 550 ohms in (B)(6) 2013 up to over 1600 ohms by (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2003 (B)(6). (B)(4).